Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis right cylinder and pump components replaced due to a crack in the right cylinder connecting tube. Following the surgery, the patient was stable, improved and the event resolved.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the hole and fluid loss were confirmed. Product analysis was able to confirm the reported event. Device history record review (DHR): the device history record review (DHR) confirmed the device met all manufacturing specifications, a risk review confirmed that the event is accounted for in the risk documentation. Label review: a labeling review found no evidence of device off-label use or failure to follow instructions. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 cylinder was visually inspected, leak tested and microscopically examined. The cylinder had wear at a fold in the proximal cylinder body. There was a leak in the kink resistant tubing (krt) that was the result of fatigue; a hole was present. The cylinder was not pressure tested due to the leak identified. Under microscope it was observed that the krt was worn to filament. Investigation conclusion: based on this investigation a clear probable cause for the event was established; therefore, the conclusion code of cause traced to component failure was chosen because the reported event was confirmed through investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis right cylinder and pump components replaced due to a crack in the right cylinder connecting tube. Following the surgery, the patient was stable, improved and the event resolved.